Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received detailed instructions from technical support to perform a system check, but no issues were identified. The customer reverted to an alternate method of insulin therapy.